Event description:
It was reported that the device was used for a laparoscopic cholecystectomy when the handle was closed the clip came out but would not form. Another device was opened to complete the procedure. It was reported by the caller there was no pt consequence.